Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient fell in her hospital room when she attempted to use the bathroom, and this right ventricular (rv) lead dislodged. As a result, this rv lead was explanted and replaced. No additional adverse patient effects were reported.